Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery cap was stripped. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the battery cap was returned and the battery cap threads were observed to be stripped. The battery cap was able to successfully attach to a test pump and no power issues were duplicated during testing. (B)(6).